Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, lens was faulty (not haptic) / lens could not be used. The surgeon said there was a notch out of the back side of the lens. Additional information was received and stated, the lens was removed from the patient eye and replaced with a lens of same model and diopter in the same procedure. The surgery was completed on the same day and there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).